Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was suicide.